Event description:
Device 3 of 3. Reference manufacturer report #s: 1627487-2011-01202 and 1627487-2011-01203.

Manufacturer narrative:
Eval results: as received, the extension was fractured with all wires broken approx 5mm from the base of the connector block/header. No functional tests were performed due to the extension being incomplete. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.